Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: ni. Event description: during a surgery they wanted to use our cb030 with lot number 1406483. The first scissor didn¿t cut but was blunt instead. They tried another one from the same batch with the same result. They decided not to try with a third scissor of this batch but changed to another one and could finish the surgery. Unfortunately the 2 event units have been disposed of. Customer wants to return the 8 remaining sterile eaches from the open box. Intervention: change of device. Patient status: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: ni. Event description: during a surgery they wanted to use our cb030 with lot number 1406483. The first scissor didn¿t cut but was blunt instead. They tried another one from the same batch with the same result. They decided not to try with a third scissor of this batch but changed to another one and could finish the surgery. Unfortunately the 2 event units have been disposed of. Customer wants to return the 8 remaining sterile eaches from the open box. Additional information provided by applied medical representative via email 06jul21: patient status is good, no consequences. The event date was (B)(6) 2021. The procedure is unknown, or manager was only informed that the two scissors were not sharp. After the first one did not cut a second was used on the same patient and dit not cut from the beginning of usage. First one unknown, the second one was non-functional from the beginning. First one unknown, the second one was not used on cut staples/lap band/dense tissue. Intervention: change of device. Patient status: patient is good - no consequences.